Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "excessive patient movement". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the statlock seemed to turn and causes the foley to loop which led to tension and pull on the foley catheter, and it stopped urine flow. It was also stated that the clip was confusing on how to open it. The statlock was placed 10 days ago but the problem only began two days ago.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the statlock seemed to turn and causes the foley to loop which led to tension and pull on the foley catheter, and it stopped urine flow. It was also stated that the clip was confusing on how to open it. The statlock was placed 10 days ago but the problem only began two days ago.